Event description:
The mother of a female reported that her daughter experienced the infusion set tubing forming a knot. She stated that she does not know how the tubing got into a knot, but it could have occurred while the child was sleeping and infusion set tubing wrapped around her body. The mother reported that there were no blood glucose concerns as the knot was discovered because it was time to change the infusion set tubing and site. No product will be returned. The pt did not report requiring medical assistance to address the issue.

Manufacturer narrative:
No product will be returned for evaluation.